Event description:
Healthcare professional reported, "discomfort in the projection of right mammary gland. Implant rupture. Diagnosed via intraoperatively and according to ultrasound". The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "discomfort in the projection of right mammary gland. Implant rupture diagnosed via intraoperatively and according to ultrasound." The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.